Event description:
It was reported that the power cord on the 9800 system has exposed wires on the workstation side. It was noted that the outer casing is cut and needs replacement. There was no report of operator or pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power cord assembly. The system was tested and found to be working as intended and placed back into service.